Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the atrial lead was oversensing noise and had high pacing impedance above 3000 ohms. The lead was capped and replaced on (B)(6) 2021. The patient was stable.